Event description:
Pt hospitalized for high blood sugar levels. It was confirmed that the time and date on the pump were incorrect. Also, the basal rates weren't programmed in the pump. Therefore, the customer was assisted with reprogramming pump settings. The alarm history showed certain alarms occurred which indicated that the pump settings were reset. The next day, the customer called for assistance with basal rates. The customer doesn't remember getting these alarms.